Manufacturer narrative:
An outside the united states customer contacted siemens to report a falsely elevated total human chorionic gonadotropin (thcg) patient sample test result was obtained from an atellica im 1600 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found that the initial test result was flagged as a "cancelled test" in the atellica im 1600 instrument software. A cancelled test requires intervention by the operator to resolve the status of the test. The cause of the falsely elevated thcg test result having a status of cancelled and a test result is unknown. The instrument is performing within specifications. No further evaluation of the instrument is needed.

Event description:
A falsely elevated total human chorionic gonadotropin (thcg) patient sample test result was obtained from an atellica im 1600 instrument. The initial result was released to the physician(s). The same sample was repeated on the same instrument and an alternate instrument and lower test results were obtained. One of the repeat results was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the event.